Manufacturer narrative:
This follow up report is being filed to relay additional information. Corrective action was initiated to address the reported issue.

Manufacturer narrative:
This user facility is outside of the united states. The necessary manufacturing history to review was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. The following sections could not be completed with the limited information provided: device info - expiration date unknown. Manufacture date ¿ unknown. Review of sterilization certification confirms device was sterilized in accordance with iso 11137-2.

Event description:
It was reported that patient underwent an oral bone grafting procedure. Subsequently, the bone graft was removed one day post-implantation due to infection.